Manufacturer narrative:
D10 - adding concomitant part 402283.

Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon converting to a reverse shoulder prosthesis (rsp) shoulder.